Event description:
Company representative reported with an issue of "e216 occurrence, noise generation". No harm was reported. No patient harm, no user injury reported . Device evaluation found the device bending section cannot be controlled at all. This report is being submitted due to the finding of bending section cannot be controlled at all identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to inform correction to section b5 of the initial medwatch. The word "foreign" was removed as this is created in error (typo error). Additionally, follow up with the customer via service business center representative provided no information regarding the event reported , stated that the the reported event was found during device inspection when the device was returned to service. No report/ issues from the customer when the device was loaned. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 (UDI was inadvertently left off the initial reports), d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of "e216 occurrence, noise generation".no harm was reported. No patient harm, no user injury reported .device evaluation found foreign the device bending section cannot be controlled at all. This report is being submitted due to the finding of bending section cannot be controlled at all identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "e216 (scope communication error) occurrence " was not confirmed , however, inspection observed a noise generation occurred due to damage on charge coupled device (ccd) unit and scratch on video connector. Furthermore, evaluation found the device bending section cannot be controlled at all due to wear on angle wire. Additionally, the following defects were identified during device inspection: grip is sticky, light guide bundle is slipping down. Control unit has corrosion due to water leakage. Switch 4 does not work due to damage. Video connector has a scratch. Label on light guide ( lg) connector found peeled. Insertion tube rotation ring has a scratch. Scratch observed on lg connector, video cable, control unit, universal cord, fe lever(sp) has a scratch, angulation lever has a scratch. Video connector has discoloration. Lg connector has corrosion. Lg-cover glass has corrosion. Video cable , ud plate and universal cord found sticky. Investigation is ongoing. This report will be supplemented accordingly following investigation.